Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction without audio. The device was not in use on a patient at the time of event, there was no patient involvement.